Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The product was reportedly leaking doxorubicin (from epoch: etoposide, vincristine, doxorubicin) during a patient's infusion sometime between (B)(6) 2024. Rituximab with another research study medication was dispensed with the primary plum set tubing and a spiros attached on the end of the primary tubing set. The leakage occurred due to the spiros disengaging from the primary tubing. The spiros was replaced with a new spiros and then it was connected to the primary line. There was no patient harm; however, there was a delay in therapy because they needed to stop the infusion due to leakage.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.